Manufacturer narrative:
The insulin pump had no response in the express bolus button due to corroded keypad traces. No button error alarm was noted during testing. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corners, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 180 mg/dl. The buttons had been unresponsive leading up to this alarm. Insulin pump had not been dropped or exposed to moisture. Advised that the insulin pump will be replaced. Nothing further reported.